Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Evaluation of the provided imagery of the patient's anatomy revealed there was calcification and tortuosity present in the patient's access vessel near the access site and in the aortic bifurcation. The access vessel also had an undersized region (4.7 mm) near the access site. Evaluation of the provided imagery of the device revealed the sheath shaft had a slight curve at the distal end. The distal tip was torn along the axial score line, radially along the distal edge of the liner, and radially past the slant scoring region, but it was still attached. The sheath liner appeared to have expanded as designed. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed, and it did not provide any indication that a manufacturing nonconformance would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Per the IFU/training manuals, it states that push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for difficulty introducing the esheath+, difficulty advancing the delivery system with valve through the esheath+ and esheath+ distal tip torn were confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event description, "there was resistance noted during advancement of the 14fr esheath+ into the patient's vessel between the transition of the dilator and the esheath+ at the level of the patient's skin. There was also resistance noted during advancement of the commander delivery system with crimped valve through the esheath+. The resistance was noted when the system had reached the sheath shaft at the tip of the esheath+. Additional force was needed to push the system through the tip of the esheath+. The valve was implanted successfully and there were no vascular injuries observed. After the esheath+ was withdrawn from the patient's artery, it was noted that the esheath+ appeared to be damage. Imagery provided revealed the damage was an esheath+ distal tip tear". Per review of the returned imagery, the distal tip was torn along the axial score line, radially along the distal edge of the liner, and radially past the slant scoring region, but still attached. The event is characteristic of sheath tip tear events as described in a previously performed product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per imaging review, calcification and tortuosity were present in the access vessel near the access site and in the aortic bifurcation. There was also presence of an undersized region (4.7 mm) near the access site. The 14f esheath+ is indicated for vessel diameters greater than or equal to 5.5mm. Calcification and undersized vessel diameters can create a constrained effect on the sheath, leading to insertion difficulty of both the sheath and delivery system, as well as sub-optimal conditions for distal tip expansion. Calcification and tortuosity can lead to non-coaxial alignment between the devices, which may lead to increased resistance during sheath and delivery system insertion, as well as the valve struts to catch onto the sheath distal tip, tearing the tip in the process of advancement. In this case, a definitive root cause was unable to be determined; however, the events may be related to improper expansion of the sheath tip during valve advancement and/or patient factors (tortuosity, calcification, and undersized vessel) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra resilia valve, there was resistance noted during advancement of the 14fr esheath+ into the patient's vessel between the transition of the dilator and the esheath+ at the level of the patient's skin. There was also resistance noted during advancement of the commander delivery system with crimped valve through the esheath+. The resistance was noted when the system had reached the sheath shaft at the tip of the esheath+. Additional force was needed to advance the system through the tip of the esheath+. The valve was implanted successfully and there were no vascular injuries observed. After the esheath+ was withdrawn from the patient's artery, it was noted that the esheath+ appeared to be damage. Imagery provided revealed the damage was an esheath+ distal tip tear. A post-procedure femoral angiogram was performed and revealed good results.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device discarded.